Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative uninstalled and reinstalled software and the issue was no longer present. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the site claimed the navigation system had imprecision by 8-10mm lateral. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the reported issue was resolved via re-installation of the application software.